Manufacturer narrative:
The complaint sample was not available and the lot number is unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. The entire lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A dialysis patient's family member reported that the patient had expired. The dialysis patient's peritoneal dialysis registered nurse (pdrn) reported that the patient expired due to cardiac arrest during continuous cycler assisted peritoneal dialysis treatment. The pdrn reported that the patient had a history of cardiac-related issues and had undergone heart valve replacement surgery one week before the patient expired. Medical records were requested but are not available. No further information will be available.